Event description:
The syringes were packaged wrong. They had the wrong needles, and there were 80 syringes instead of 100. The syringes were purchased as 30 gauge 1 cc syringes and when opened, they were 30 gauge 1/2 cc syringes. This package was mislabeled due to the consumer purchasing 30 gauge 1 cc syringes and rec'd 30 gauge 1/2 cc instead. The consumer also rec'd the wrong amount of syringes. Their purchase was for 100 syringes and instead they rec'd only 80 syringes.